Manufacturer narrative:
The evaluation revealed both instruments to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The instruments were documented as faultless prior to distribution. An investigation was not possible because the instruments were not provided. The root cause could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported that the nail holding bolt got stuck inside nail adapter while trying to load the nail to the adapter. Nail holding bolt initially would seat flush with the adapter while threaded into the nail. Upon trying to un thread from the nail, the surgeon had to use maximum effort to get the bolt to turn in the slightest amount. After eventually getting the nail off of the bolt, the surgeon had to attach nail extraction rod to the nail holding bolt and use a mallet to back slap the bolt out of the adapter. The surgeon tried to put the bolt back in to re attach the nail and was un able to do so. Ultimately had to switch to a smith and nephew system and use their nail. This was the first time these instruments had ever been used

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail holding bolt got stuck inside nail adapter while trying to load the nail to the adapter. Nail holding bolt initially would seat flush with the adapter while threaded into the nail. Upon trying to un thread from the nail, the surgeon had to use maximum effort to get the bolt to turn in the slightest amount. After eventually getting the nail off of the bolt, the surgeon had to attach nail extraction rod to the nail holding bolt and use a mallet to back slap the bolt out of the adapter. The surgeon tried to put the bolt back in to re attach the nail and was un able to do so. Ultimately had to switch to a smith and nephew system and use their nail. This was the first time these instruments had ever been used.